Event description:
A review of service data detected a reportable event. Upon servicing, electrode belt sn (B)(4) had intermittent pulse lead hi-pot failures. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable was cut, which caused intermittent pulse lead hi-pot failures. The root cause for the cut trunk cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.